Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak, its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 her blood glucose and insulin history is as follows: (B)(6). At 6:14 am, the pod was deactivated.